Event description:
Blankets are leaking. A patient (post arthroplasty to left knee) had pad in place under ace wrap. Nurse noted leg and dressings wet and notified physician. Pads, cast padding and ace wrap changed, machine refilled with sterile h20 and no problems were noted with new pads. This was reported to the FDA, a copy of the medwatch report has been forwarded to deroyal.